Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - it was reported that due to pain and bleeding, revision of exposed mesh was performed on (B)(6) 2009. The patient underwent another revision and repair of exposed sling on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent urethrolysis, vaginoplasty, cystoscopy and placement of bilateral ureteral stents and removal of unknown pubovaginal sling on (B)(6) 2011. The patient experienced pain, urgency, frequency, incontinence, incomplete voiding, nocturia, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported on (B)(6) 2012 that the patient is being scheduled for surgery for removal of sling.